Manufacturer narrative:
Correction to h6; component code, device code, type of investigation, investigation findings, investigation conclusion. Correction to d1, d2 and d9. The 14fr esheath plus was returned for examination. A visual examination found that the distal tip tore radially along the distal edge of the liner. Minor curvature was noted on the sheath and the liner was fully expanded. All scorelines were present on the distal tip. Scratches and stretching were noted near the distal tip. Functional and dimensional testing were unable to be performed. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed complaints relating to the complaint code. However, lot history review did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. This event reports a sheath distal tip tear observed during sheath removal that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. The esheath+ IFU, commander delivery system IFU, and device preparation manual instructions for use (IFU) were reviewed. Based on the review, no IFU/training deficiencies were identified. The reported event of sheath distal tip torn was confirmed per the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, "the esheath+ split during the procedure and the physician noted that the tip of the sheath when it was removed, seemed "to have split more than usual". There was no complication to the device insertion, removal, or event for the patient. The initial reporter alleges that the ew device was split more than the implanter anticipated. There was no tortuosity, degree of calcification was low, and minimum luminal diameter was 6 mm. The failure mode is characteristic of sheath tip tear events as described in a previous risk assessment. While a conclusive root cause was unable to be determined, a previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the distal tip tear. Additionally, per follow-up, mild calcification was noted. Calcification can subject the sheath to sub-optimal angles which can lead the valve to catch onto the distal tip and tear it during advancement. In this case, the failure mode may be related to procedural factors (improper expansion of the sheath tip during thv advancement) and/or patient factors (calcification ) may have contributed to the complaint events. The complaints for sheath distal tip torn and difficulty advancing through sheath were confirmed. This the issue has been previously identified in product risk assessment (pra) and a CAPA.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, the esheath+ split during the procedure and the physician noted that the tip of the sheath when it was removed, seemed "to have split more than usual". There was no complication to the device insertion, removal, or event for the patient.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.